Event description:
The customer reported that the paddles had failed.

Manufacturer narrative:
The customer reported that the paddles had failed. A philips field service engineer went onsite to evaluate the paddles and noted that they were discharging the incorrect energy. He replaced the paddle set to resolve the issue.